Event description:
It was reported that through remote transmission, the patient received an inappropriate therapy due to atrial tachycardia with irregular conduction. It was observed that the device did not properly diagnose svt episodes. Programming changes were made. The patient was stable after the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the device was explanted and returned due to elective replacement indicator.

Manufacturer narrative:
No conclusion code available. The reported inappropriate therapy delivery was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.